Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of tubo-ovarian abscess ("implantation complicated by tubo-ovarian abscess") and peritonitis ("implantation complicated by pelvic peritonitis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and intervention required) and complication of device insertion ("implantation complicated by tubo-ovarian abscess and pelvic peritonitis"). The patient was treated with surgery (hysterectomy, salpingectomy, left adnexectomy and right salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the tubo-ovarian abscess and peritonitis was resolving. The reporter provided no causality assessment for complication of device insertion, peritonitis and tubo-ovarian abscess with essure. The reporter commented: in (B)(6) 2010, essure implantation was performed, which became complicated by a pelvic peritonitis and left tubo-ovarian abscess. Due to bad evolution with medical treatment, on (B)(6) 2011 a hysterectomy + salpingectomy (left adnexectomy and right salpingectomy) were performed. The patient presented good evolution after surgery and she was discharged from the hospital. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. The most recent information was received on 08-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of tubo-ovarian abscess ('implantation complicated by tubo-ovarian abscess') and peritonitis ('implantation complicated by pelvic peritonitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and intervention required) and complication of device insertion ("implantation complicated by tubo-ovarian abscess and pelvic peritonitis"). The patient was treated with surgery (hysterectomy, salpingectomy, left adnexectomy and right salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the tubo-ovarian abscess and peritonitis was resolving. The reporter provided no causality assessment for complication of device insertion, peritonitis and tubo-ovarian abscess with essure. The reporter commented: in (B)(6) 2010, essure implantation was performed, which became complicated by a pelvic peritonitis and left tubo-ovarian abscess. Due to bad evolution with medical treatment, on (B)(6) 2011 a hysterectomy + salpingectomy (left adnexectomy and right salpingectomy) were performed. The patient presented good evolution after surgery and she was discharged from the hospital. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a physician and describes the occurrence of tubo-ovarian abscess ('implantation complicated by tubo-ovarian abscess') and peritonitis ('implantation complicated by pelvic peritonitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and intervention required) and complication of device insertion ("implantation complicated by tubo-ovarian abscess and pelvic peritonitis"). The patient was treated with surgery (hysterectomy, salpingectomy, left adnexectomy and right salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the tubo-ovarian abscess and peritonitis was resolving. The reporter provided no causality assessment for complication of device insertion, peritonitis and tubo-ovarian abscess with essure. The reporter commented: in (B)(6) 2010, essure implantation was performed, which became complicated by a pelvic peritonitis and left tubo-ovarian abscess. Due to bad evolution with medical treatment, on (B)(6) 2011 a hysterectomy + salpingectomy (left adnexectomy and right salpingectomy) were performed. The patient presented good evolution after surgery and she was discharged from the hospital. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new clinical information received, update to imdrf/FDA codes only". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of tubo-ovarian abscess ("implantation complicated by tubo-ovarian abscess") and peritonitis ("implantation complicated by pelvic peritonitis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and intervention required) and complication of device insertion ("implantation complicated by tubo-ovarian abscess and pelvic peritonitis"). The patient was treated with surgery (hysterectomy, salpingectomy, left adnexectomy and right salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the tubo-ovarian abscess and peritonitis was resolving. The reporter provided no causality assessment for complication of device insertion, peritonitis and tubo-ovarian abscess with essure. The reporter commented: in (B)(6) 2010, essure implantation was performed, which became complicated by a pelvic peritonitis and left tubo-ovarian abscess. Due to bad evolution with medical treatment, on (B)(6) 2011 a hysterectomy + salpingectomy (left adnexectomy and right salpingectomy) were performed. The patient presented good evolution after surgery and she was discharged from the hospital. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.